Event description:
Bd short syringes 0.5 ml, protective tip on syringe is pressed in too far when patient removes tip when the needle goes along with it and the product cannot be used. Dates of use: past two years.